Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588, implantable pacing lead, (B)(6) 2011; d224trk, implantable cardioverter defibrillator, (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient developed a blood infection from an unknown source. Cultures were taken and antibiotic treatment was necessary. The implantable cardioverter defibrillator (ICD) and three leads were removed. A temporary pacing system was implanted, and a few days later replaced with a new tachy system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.